Event description:
It was reported that an alert triggered due to high thresholds on the right ventricular (rv) lead. It was also noted that the thresholds and amplitude measurements began changing about the same time. In addition, rv thresholds were variable, and amplitude was low. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.